Event description:
It was reported that the patient encountered inappropriate therapy shock due to the right ventricular (rv) lead confirmed fracture. The rv lead also exhibited high impedance. The rv lead was replaced and remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals sensing integrity counter (sic). Analyst commented, beginning (B)(6) 2014, sensing integrity counts up to 138; high-rate non-sustained episodes with evidence of lead noise oversensing leading to detection of ventricular fibrillation (vf) and inappropriate shocks. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, on (B)(6) 2014, rv bipolar lead impedance measured 4047 ohms. Alert for rv lead impedance (B)(6) 2014 for impedance greater than 3000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).